Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files contained events from (B)(6) 2025. Intermittent low flow hazard alarms were captured throughout the file, which were associated with elevated puisatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was reported that the patient was seen in clinic for a follow up shared care visit. The account reported that the patient did not think he is taking an angiotensin ii receptor blocking medication and will have the patient check their medication bottles at home. The patient will reportedly have labs drawn and will transition to having his dressing changed at the wound clinic so they can begin cardiac rehabilitation. The patient¿s diuretic medication was increased. The account plans to follow up in two months. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent of analysis. The patient was seen in office on (B)(6) 2025. This was a follow up shared care visit. The patient's ventricular assist device (vad) download information was attached. It was said the patient had no reported alarms. Most alarms were simply power cable disconnects. On (B)(6) 2025, the patient had 9 low flow alarms. The patient did not bring his back up bag, so he did not have extra batteries or his backup system controller. The importance of always traveling with his back up bag was reinforced. In reconciling medications, he did not think he was taking valsartan. It was said the patient will check their bottles at home on (B)(6) 2025. The patient will have his labs drawn on (B)(6) 2025. The patient was said to be transitioned to having their dressing changed at the wound clinic so they can start cardiac rehabilitation. Dr. Maurice increased the patient's torsemide to 60 mg daily. The patient's weight was up to 276 lbs. It was not confirmed when the patient rescheduled for a follow up in clinic, although a follow up was planned in 2 months. The log files captured few low flow alarms as well as brief low flow estimates starting on (B)(6) 2025. Log files also captured brief low flow estimates when the patient's pulsatility index (pi) was elevated (4) (B)(6) 2025 and (6) (B)(6) 2025. The estimated flow was fluctuating below the 2.5lpm alarm threshold. Most of these events were brief and didn't generate the alarms. The estimated flows were averaging at 2.4 lpm and pi is averaging from 8.4 to 10.9 during these events. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. There do not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. These seem to be physiological in nature. There were no other notable alarm conditions or parameter changes. Based on the data visible to us in the log file the mcs equipment is operating as intended electronically and mechanically.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.